Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage measurement of 2.57 volts and a charge time measurement of 8.4 seconds at 24 months of implant. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The technical services consultant recommended that a save to disk be done and sent in for analysis. The save-to-disk analysis concluded that there was less than expected longevity as the result of premature battery depletion, although the source of that behavior has not been identified to date. As further information would become available, this report will be updated. Most recently, this device has been without allegation after greater than five years of implant and returned. Boston scientific has concluded it is unlikely that device characteristics that were identified in the initial save-to-disk analysis caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.